Event description:
Since having lasik in 2002, I have developed night blindness which affects me when I'm trying to concentrate on tasks in low light situations and sometimes causes anxiety and mental confusion also. Most significantly have had symptoms since about 2013. Had lasik twice in both eyes to correct nearsightedness. Dates of use: (B)(6) 2002. Did the problem stop after the person reduced the dose or stopped taking or using the product: no.